Manufacturer narrative:
As reported, the surgiphor bottle broke during use. There was no patient/user injury. Review of the photo sample provided finds a cracked bottle. A definitive cause of the cracked bottle could not be determined. Review of manufacturing records was not performed as the lot number was not provided. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the surgiphor bottle broke in the hand of the surgeon during manual lavage at right shoulder replacement procedure. Bottle was disposed of, wound was cleaned, damaged pieces were removed and operation continued. There was no patient/user injury.